Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a peritoneal dialysis infection. The cause of the event was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified ¿anti-inflammatory¿ medication (drug name, dose, route, frequency and duration not reported) for peritonitis. Pd therapy continued during the early stage of treatment; however, has since been discontinued (current mode of dialysis therapy was not reported). At the time of this report, the patient was recovered from the event. No additional information is available.